Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a duodenal switch, the trocar was leaking. The same device was used to complete the procedure. There was no adverse consequence to the patient reported.